Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 350cc mentor smooth round moderate profile saline catalog: 3501655, lot: 5777361, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast reconstruction with two 350cc mentor smooth round moderate profile saline breast prostheses, experienced right side deflation post-operatively. As a result, the patient will undergo removal on (B)(6) 2019.

Manufacturer narrative:
On 3/8/2019, the mentor failure analysis lab has received the device for evaluation. On 3/20/2019, mentor became aware that the patient also experienced capsular contracture baker grade unknown on the right breast post-operatively. On 3/23/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation a rent was observed on the anterior aspect, measuring approximately 1.2 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. There is no evidence that the issue is related with manufacturing. A manufacturing record evaluation (mre) was performed for the finished device number 5819849 , and no non-conformance related to the reported complaint condition were identified. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).